Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 3 of 11 mdrs filed for the same event (reference 1825034-2013-04317 & 04319 / 04328).

Event description:
It was reported patient underwent a right knee arthroplasty on (B)(6) 2009 and a left knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent a right bearing exchange on (B)(6) 2009 and a left bearing exchange on (B)(6) 2009 due to unknown reasons. Patient underwent a second left knee revision on (B)(6) 2009 and a second right knee revision on (B)(6) 2009 due to infection. All components were removed and cement molds were implanted in both knees. Consequently, the patient was revised to total knee systems on (B)(6) 2009, for the left knee and (B)(6) 2010 for the right knee. Patient underwent a left knee bearing exchange on (B)(6) 2013 due to infection.